Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). A DHR review was performed. The DHR for the finished device was reviewed and no abnormalities in documentation or process was found.

Manufacturer narrative:
The ear tubes will not be returned as the devices were discarded by the user facility. The cause of reported event cannot be determined.

Event description:
The service center was informed that post procedure, the tube is migrating into the inner ear of the patient instead extravagating while healing. This brings the concern started from the past year that patients has to come into the hospital and the doctor has to surgically remove this tube from the patient's inner ear. The patients would experience a hole in the eardrum and an incision had to be made to remove the implants.